Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection at the distributorship that debris was found in the sterile package. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product found a hair-like debris inside the sterile barrier. The debris was sent out for ftir spectrum analysis. However, the debris could not be conclusively identified. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. DHR was reviewed and no discrepancies relevant to the reported event were found. This product was likely non-conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.